Manufacturer narrative:
The device was scrapped per the customer's request. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. During evaluation, visual inspection of the device main circuit board revealed thermal damage. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an initial evaluation confirmed the complaint. Visual inspection revealed water damage and contamination from electrical components on internal device components. The customer requested for the device to be scrapped. An extensive engineering investigation will be performed. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. During evaluation, visual inspection of the device main circuit board revealed thermal damage. The device was not in patient use when the reported event occurred.